Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received in a jar with no solution, enclosed in a bag, in the original product packaging. The valve holder was detached from the valve. The rotor remains intact. The valve is discolored showing evidence of blood contact. The valve holder appears intact. No evidence of damage on the valve holder and/or rotor. All suture tips are jagged not smooth, indicating they were broken rather than cut. The break surface of each tip appears consistent with historical events that indicate the valve holder was over-ratcheted. Necking or reduction in diameter is noted adjacent to the break. The rotor was removed from the valve holder; intact. The sutures appeared curled showing evidence the sutures were wound around the rotor. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant procedure of this 31mm mitral bioprosthetic valve, it was reported that while the valve was being prepared for implant, the cinch suture broke during cinching. It was reported that the surgeon had cinched the valve with one turn of the handle and when they started another turn, the cinch suture snapped. The valve was never implanted and was replaced with a 33mm bioprosthetic valve of the same model. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the analysis and investigation is in progress. A supplemental report will be submitted after completion of the investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h6 - fdc & fdr codes updated. Fdm code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.